Event description:
It was reported that this right atrial (ra) lead exhibited loss of capture (loc). A revision procedure was performed and it was explanted and replaced. No additional adverse patient effects were reported. It is expected to receive this lead for analysis.